Event description:
According to the available information, the implant was planned to be removed and replaced with a different device due to a suspected malfunction, as the patient was unable to inflate the device. Upon the revision, significant scar tissue was noted. Plication, removal of calcification and manual modeling was completed to alleviate issue. There was no explant.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming [nc] report, and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.